Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Correction date of event for (B)(6) 2015 and serial # to (B)(4) .

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 110-190mg/dl fasting. Verified the strips expire 06/26/2017 and were first opened three weeks ago. Customer confirms the strips were stored correctly. Customer ran a back to back blood test, 178mg/dl and 177mg/dl fasting. Reviewed meter memory: 108mg/dlmg/dl (B)(6) 2015 05:15:00 am fasting:yes 139mg/dlmg/dl (B)(6) 2015 09:45:00 pm fasting:yes. 164mg/dlmg/dl (B)(6) 2015 04:50:00 am fasting:yes. 111mg/dlmg/dl (B)(6) 2015 05:21:00 am fasting:yes. 104mg/dlmg/dl (B)(6) 2015 07:22:00 pm fasting:yes. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 110-190mg/dl fasting. Verified the strips expire 06/26/2017 and were first opened three weeks ago. Customer confirms the strips were stored correctly. Customer ran a back to back blood test, 178 mg/dl and 177mg/dl fasting. Reviewed meter memory: 108mg/dl, (B)(6) 2015, 05:15:00 am, fasting: yes. 139mg/dl, (B)(6) 2015, 09:45:00 pm, fasting: yes. 164mg/dl, (B)(6) 2015, 04:50:00 am, fasting: yes. 111mg/dl, (B)(6) 2015, 05:21:00 am. Fasting: yes. 104mg/dl, (B)(6) 2015, 07:22:00 pm, fasting: yes. No adverse event reported.